Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.

Manufacturer narrative:
Several attempts have been made to obtain additional information including the device serial number. The customer has not responded to the manufacturer's requests for additional information. (B)(4).

Event description:
Customer called manufacturer's regional technical support and asked "what is an error code 100a," which is a data acquisition pcb adc reference failure. There was no patient involvement.